Manufacturer narrative:
(B)(4) date sent: 4/6/2021 d4: batch # r93p1a h6: component code: others (g07) investigation summary the product was returned for evaluation. A visual inspection was conducted on the sample and upon visual analysis of the returned sample, it was determined that the er320 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lockout when all the clips have been fired. No functional testing could be performed. The event described could not be confirmed as no functional testing could be performed to evaluate the incident reported. It should be noted that product failure is multifactorial. No conclusion could be reached about the reported event as the device was received empty and lockout. Although no conclusion could be reached about the reported event, the instructions for use contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: please confirm, were there any patient consequences? If yes, please describe. Please provide the status of the device(s) as it has not been received for analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, there was clip malformation. It is unknown how the procedure was completed and patient consequence was not reported.